Event description:
It was reported that wand ambient hipvac 50 ifs was being used for a hip arthroscopy and when using to resect the soft tissue, one of the small plates (zig zag tactile feedback bits on the electrode) came away from the main plate. The surgeon had to retrieve this and open a new wand. No patient injury was reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned devices and the reported event. Visual inspection under magnification shows extensive screen and electrodes wear with scratch/scuff marks and discoloration on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned device. The device was returned with a cut cable. Due to the complaint the wand has a broken off part of the electrodes/screen. Due to the returned device with a cut cable the fuse resistance could not be measured and the functionality cannot be tested. The suction line was tested and performed as intended. The complaint was verified and the root cause for this event could not be determined with confidence as several factors that could contribute extensive wear or detached electrodes as may result from vigorous use against bony surfaces; irregular wear of the electrodes leading to malfunction. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. There were no indications that would suggest that the device did not meet product specification upon release into distribution.